Event description:
A 49-yr-old female underwent breast reduction and silicone gel implantation for polands disease in 1972 at another facility. A recent mammogram revealed a "buldge" in the left breast. The left breast has an irregular shape and is tender. Gross exam: under pressure, the left implant exudes sticky, viscous gelatinous material thru a 0.2 cm. Area of fenestration at the apparent apex of the implant.